Event description:
Customer reported to beckman coulter, inc. (Bec) that on (B)(6), 2011, while troubleshooting for the source of the yellow fluid underneath the synchron cx5 ce clinical analyzer (cx5ce), they found crystals on the wash concentrate bottle. Customer reported that there was a small crack on the side of the bottle. Customer reported the wash concentrate bottle had been on the cx5ce since (B)(6), 2011. Bec sent customer a new wash concentrate bottle. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
This report is one of three reports related to three events that occurred on two different days. This MDR is related to MDR# 2050012-2011-07693 and MDR# 2050012-2011-07712. Bec identifier for this complaint is (B)(4).